Event description:
I had hernia repair on (B)(6) 2013, and after surgery, I was in agony from pain and was admitted into the hospital for 3 days and I had all tests, MRI, cat scan, ultra sound, and no one could find out what was causing my extreme pain from my hernia site all the way to my scrotum. I saw an urologist after I was released, and he suggested I have a scope put up my penis to find a resolution for my problem. He stated my pain is from the mesh from my hernia repair. No problems with the scope in the penis. Thanks doc. My blood work also was a very high level showing prostate cancer. So now I had to have a colonoscopy. Still have high level no cancer, but extreme pain. My pcp suggested I see a chronic pain specialist for this. I have had 2 nerve blocks and they burned the nerves. Now it's 45 days later, the max amount of time that it should have worked. Once again, I was in extreme pain from the site all the way to behind my scrotum just like before. Went to see my pcp again, and received another refill of pain meds. I asked what to do now? I have to get another burn. Now back to square one. My pcp, the pain specialist, and also my urologist have all stated my chronic pain is from this hernia repair. There are many other men I have spoken to on social media with the same issue. Please look into this.